Manufacturer narrative:
The second rx acculink carotid stent system, part # 1011343-40, lot # 6050551 that is indicated being filed under the same MFR report number.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post-procedure in 2006. It was reported that post-procedure, stenting of the left internal carotid and the left common carotid artery, the pt experienced a stroke and was placed on heparin. The pt has shown much improvement. The event resulted in prolonged hospitalization and intervention to prevent permanent impairment/damage. No add'l info was available. Study event.